Manufacturer narrative:
Only the month (B)(6) and year (2020) of the event date are known. (B)(6).

Event description:
It was reported that during a pre-use check, the customer noticed that air was leaking from the portex general anesthesia circuit. There was no patient involvement.